Event description:
According to "nonmetabolic complications of continuous subcutaneous insulin infusion: a patient survey" by pickup j.c., yemane n., brackenridge a., pender s. From diabetes technology and therapeutics 2014 16:3 (145-149) insulin pump, infusion set and infusion site problems were common with insulin pump therapy. Medtronic insulin pumps and infusion sets were the focuses of the questionnaire. The questionnaire revealed 64 % of medtronic's infusion set problems was caused by kinking, 54.3% were caused by blockage and 16.3% were from leakage. Infusion site problems were attributed to lipoypertrophy (26.1%), site infection (17.4%) and bleeding or bruising (14.1%). Insulin pump malfunctions were attributed to no delivery (26%), keypad/button problem (12%), rewind malfunction (12%) and other problems (17%). The need for improvements was recommended.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.